Event description:
A pt reported experiencing inaccurate erratic results with an otp meter. The pt's blood glucose results were 35mg/dl, 235mg/dl. Tests were done within <10 minutes with a difference of 131%. Pt did not experience any adverse events. No further info has been reported.